Manufacturer narrative:
A sample device was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the lens in a preloaded device was broken, imperfect and not used. No further information provided.